Event description:
Related manufacturer report number: 1627487-2022-04221. It was reported that both of the patient's leads had migrated. As a result, the leads were repositioned on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.